Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient presented with following pre-op diagnoses: severe degenerative disk disease, l5-s1. Degenerative instability, l4-5. Low back and bilateral lower extremity pain secondary to above. For which, patient underwent following procedures: l4 laminectomy with bilateral l4-l5 medial facetectomies and foraminotomies. L4 to the sacrum posterolateral fusion. L4-l5 and l5-s1 posterior lumbar interbody fusion. Posterior instrumentation, l4 to sacrum. Insertion of intervertebral cages, l4-l5 and l5-s1. Use of local bone graft, rhbmp-2/ bone graft matrix bone graft material. Bilateral lower extremity triggered emg monitoring. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgeries, the patient had significant pain in the area of the fusion surgeries and extremities. The patient underwent additional imaging that showed the patient had developed boney overgrowth. Patient has reportedly received significant medical treatment to care for the injuries and has never recovered from the surgeries. The patient reportedly continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.